Manufacturer narrative:
D4: unique device identifier (UDI) # is for the product reported in d4. This product code is sold/distributed outside the us, but is deemed same as or similar to product distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the graduation marks or scaling marks are illegible on an unspecified quantity of exactamed dosing syringes. After multiple uses of the exactamed dosing syringes, it was observed that the print on the syringes fades. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.